Event description:
The customer reported that the fluoro image did not display on the monitor cart. No patient injury was reported.

Manufacturer narrative:
(B) (4). The plan to check the system is currently under negotiations with the customer.